Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) with the following findings: on (B)(4), 2012 the meter was tested and the primary complaint was not confirmed. However, during the investigation it was noted that the meter's lcd was cracked/broken. Pa replaced the lcd and the meter tested within operating range. On (B)(4), 2012 the test strips involved with this complaint have been tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ping meter was giving him inaccurate low readings as compared to his feelings/normal results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that on (B)(6) 2012, between 7:38 and 8:00pm, he obtained the alleged low reading of "55mg/dl." The patient stated that he manages his diabetes with the insulin pump and took his usual, hourly dose of medication, 1:5 ratio of humalog (1.3 units per hour), in response to the reported issue. The patient denied developing any symptoms, but did self treat with "orange juice" immediately after alleged issue occurred. At the time of troubleshooting, the cca determined that the subject meter was set to the correct unit of measure at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient did not suffer from any serious injuries and the treatment received correlated with the lfs meter test result. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.